Event description:
My morning glucose levels significantly rose without any change in health status, diet, or exercise, or weight. This higher levels continued until a new batch of test strips were used and glucose levels returned to previous range. Checked meter with test control solution 1 and 2 and was ok. Improper care decisions. FDA safety report ID# (B)(4).